Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2009 was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during an anterior colporrhaphy, vaginal paravaginal repair, insertion of mesh into the vesicovaginal space, and suburethral sling placement procedures performed on (B)(6) 2009, for the treatment of vaginal vault prolapse, symptomatic cystocele, paravaginal defect, weakened endopelvic fascia, failed conservative management, and occult stress urinary incontinence. Throughout the procedure, there were no complications noted. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.